Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed, however, the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.